Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the transmitter has a battery issue. The customer also indicated that the battery died because the sensor stopped recording. The customer called to document this information only and no further information was provided.